Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blank display and low battery alert. The customer's blood glucose value was unknown. The customer stated that the pump kept dying. The customer stated that the battery lasted less than one week. The product was not returned for analysis.